Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experience hyperglycemia. Customer's blood glucose level was 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with bolus and then syringe. Customer reported that the auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer was advised to discontinue use of the device and revert to a back-up plan. Customer reported that the insulin pump was pass the self test. The insulin pump will be returned for analysis.